Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an adverse event. The customer states that this is a report of peritonitis from global pharmacovigilance (gpv). A spontaneous report was submitted by a nurse from (B)(6) of turbid liquid in a (B)(6) year-old-female patient coincident with solution for peritoneal dialysis capd 55 (capd formula 55 c dialyse sol 2l) therapy. Suspect product details: on (B)(6) 2014, the patient began treatment with solution for peritoneal dialysis capd 55 therapy (4 bags per day and lot number not reported) intraperitoneally (ip) for chronic terminal renal failure. Action taken with dianeal therapy was not reported. Event details: during a call, the following was reported. On (B)(6) 2014, the patient experienced turbid liquid. It was not reported whether the patient was hospitalized for the event. Treatment for the event was not reported. Outcome: turbid liquid: unknown. Medical history: chronic terminal renal failure. Concomitant therapy: not reported. Causality assessment: turbid liquid: not reported.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 11/03/2014. An investigation is currently underway. Upon completion, the results will be forwarded.